Event description:
The customer reported being hospitalized for high blood glucose and treated with insulin drip. The blood glucose reading was 430 mg/dl. Troubleshooting was performed. The programming, basal, bolus, and daily totals were correct. Ran a fixed prime and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.